Manufacturer narrative:
One used pump was returned for analysis. A visual inspection found no physical damages on the device. There was no evidence of the reported problem in the event history log. The reported problem could not be verified; the pump passed all delivery accuracy testing.

Event description:
Information was received stating that the delivery accuracy of the cadd solis pump was off by 7%. No reported adverse effects.